Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure, the device was fired, normally. When the leak test was performed, there was a leak of unknown size. The decision was made to convert to open. They resected more tissue, and fired a second device, again with no unusual sounds, or feedback. During the leak test, another leak was detected. There was an anterolateral defect, about the size of a dime. More tissue was mobilized, and hand sewn anastamosis was performed. Again, there was an air leak. More mobilization was done, distal to the rectum and proximal to the splenic flexure. A third device was fired, with no unusual sounds or feedback. The proximal donut was not complete. Another leak was detected. This time the anastamosis was over sewn and a successful leak test was performed. The patient received a diverting ileostomy due to the multiple resections required to obtain a leak free anastamosis.

Manufacturer narrative:
(B)(4). Three devices were returned. Device (a) arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Device (b) arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Device (c) arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time.